Manufacturer narrative:
(B)(4). Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection confirmed a tear in the cuff of the device. Manufacturing procedure review, including review of deflating test applied to tracheostomy tubes was performed. It was observed that the manufacturing procedures were being followed correctly. All tracheostomy and endobronchial tubes are tested following assembly procedures, prior to packaging. Additionally, there is a requirement called out in the instructions for use that the cuff of all tracheal, tracheostomy and endobronchial products are tested immediately prior to use. There is an inherent risk of the cuff becoming damaged when using any tracheal, tracheostomy or endobronchial product and is not necessarily evidence of a device failure. The most probable root cause for this incident was determined to be a result of the cuff becoming punctured during use.

Event description:
A report was received stating after a few hours in use, cuff was found deflated. Tube was extubated and a tear found on the cuff. No information received regarding if leak check prior to use was performed. No incident related medical sequela was reported.